Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal induced oxidation, the outer insulation was breached and had environmental stress cracking, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix mechanism.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.